Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, father reported a complaint against the infusion set but additional details were not available. Follow-up was completed with the pt on (B)(6) 2011. Pt reported, the infusion cannula would not go into his skin. The cannula would go in part of the way, and the rest of the cannula would crimp. Blood glucose elevated to the range of 240 mg/dl, and normal blood glucose is 90-150 mg/dl. Pt changed the infusion set and bolused through the infusion device as treatment for hyperglycemia. This occurred when headsets were inserted manually and with the insertion device. This also resulted in an e4 occlusion error approximately 12 hours after insertion. Alleged infusion sets were discarded and were not requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.